Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Damage and rust of the socket has been pointed out by the repair section, by these, it has interfered with the image transmission and communication between the scope and the video processor via the light source device, it is assumed that a malfunction or scope communication error b30 without an image has occurred. Also, it is presumed that the contact part of the connector rusted because the socket was damaged by the user connecting the output connector by forcing the scope to force too much, and because the user connected the output connector in a state where the scope connector is not dry enough or foreign matter (liquid residue, dirt of sebum, dust, gauze, etc.) Is present. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the error b30 which indicated that there was the communication problem between the endoscope and video processor was displayed due to the bad condition of the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. There was no report of patient injury associated with the event.